Event description:
Procedure type: right hemicolectomy. According to the reporter: after firing, tissue was opened. The doctor had to use another stapler and lost some tissue. Surgery time was extended by more than 30 mins. The current condition of the pt is fine. There was not any reinforcement material used in conjunction with the stapling device. There was not blood loss of 500cc or more due to the product problem.

Manufacturer narrative:
(B)(4).